Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) was not able to seal with no audible sound. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed seal cycle test and jaws not to open and close properly. Additional observation(s) related to customer reported complaint: the instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed engagement and recognition but failed seal cycle test. The instrument moved intuitively with full range of motion in all directions. The grips did not open properly. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. This caused seal test failure. The complaint regarding the sealing issue was confirmed by failure analysis.